Event description:
(B)(6) (user) quadraplegic,power wheelchair would not run, allegedly smoke seen.monitoring him for 72 hours to ensure ok he is (B)(6). No injury is alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model stmrx-ts, serial number/date code (B)(4) is approximately 14 years old. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is an (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.